Manufacturer narrative:
A review of the manufacturing records was conducted. Results found all process operations from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related to the reported complaint types. No other investigation request has been received for this production order. The documentation reviewed shows that this production order was manufactured according to specifications and no deviation or assignable cause was identified when this production order was manufactured. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. The lens had a cut at approximately the middle of the optical zone. In addition small loose particles were observed on the sample. Stains of hardened viscoelastic (ovd) were dispersed through the lens. No damages were observed on the haptics. The returned lens condition is consistent with a lens that has been explanted from the patient¿s eye. Additional testing could not be performed due to the returned lens condition. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from patient's right eye, due to lens dislocation. It was noted that capsular bag was torn and bag was unstable; therefore, lens was removed. Vitrectomy was performed but incision was not enlarged. A replacement lens was placed in the sulcus. Replacement lens is of a different model but same diopter (za9003 diopter 22.5), serial number (B)(4). No patient complications were reported. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.